Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01230 for related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside of the delivery tube, and on the seal. The loading device and tension spring assembly were not returned. The seal was extended outside of the delivery tube and unraveled; however, the first and second rows from the center were not unraveled. The green slide lock was unlocked and the white plunger was depressed on the delivery device. It appears that the device was deployed; per the IFU, evidence of blood in the delivery tube indicates proper insertion. Based upon the eval results, the reported complaint was confirmed for failure to fully unravel. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).